Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing discomfort at the ipg site due to ipg migration. The ipg was implanted in the flank but is sitting shallow and too medial to the spine. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned more lateral and deeper into the flank. During surgery, it was observed that the device seemed mobile in the pocket and had shifted to sitting over the multifidus muscle which could have been causing discomfort. Patient denies any recent trauma or weight fluctuations. Device repositioning addressed the issue.